Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub while in the patient's arm. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "hub separated from needle while in patients arm."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one pink adapter and an opened package. During the visual examination, it was observed that the catheter tubing and wedge were not present inside of the pink adapter which is considered a catheter wedge backout. The reported defect was confirmed. There is an automated vision system in place that inspects the products during manufacturing, as well as a sampling plan to mitigate the occurrence of this defect. This defect has been linked to the manufacturing process and corrective actions (CAPA) 1461582 have been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle separated from the hub while in the patient's arm. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "hub separated from needle while in patients arm."